Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comments that the external pulse generator (epg) had generated an error code and the liquid crystal display (lcd) was broken. It was further noted that the hanger assembly, upper case and lower case were all broken, the main world label was dented and the pacing encoder threads were stripped. It was additionally noted that the main printed circuit board (pcb) and two case screws were all contaminated, one tube and one battery drawer compartment screw were missing and six plugs and the insulator label were all damaged. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) generated an error code and the display was broken. There was no patient involvement.